Event description:
It was reported that this right ventricular (rv) lead was explanted due to high thresholds and a dislodgment of the lead. There was no information regarding the lead return indicated. No additional adverse patient effects were reported.